Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s). The image(s) were reviewed, and the complaint condition could be confirmed as the reamer head had broken into 5 different pieces. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier: 1962241. Additional device product codes: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon was using ria 2 to collect bone. All steps had been followed per technique guide. Canal was measured at 10mm. 1.5mm was added to the measurement as described in technique guide and started with an 11.5 reamer head. Upon reaming for bone the reamer did not advance much beyond the lesser torch. It was decided to move down to a smaller size. When extracting, the reamer the head had disengaged from the shaft and it was noticed that there were metal fragments on xray in the canal. The ball tip guide was removed, and the metal fragments were extracted with a pituitary ronguer. Fragments removed easily without additional intervention. There was a fifteen (15) minute surgical delay. The procedure was successfully completed. No patient consequences. Concomitant device reported: ria (part number unknown, lot unknown, quantity unknown), screwdrivers: shafts (part number unknown, lot unknown, quantity unknown). This report involves one (1) 11.5mm reamer head for ria 2 sterile. This is report 1 of 2 for (B)(4).